Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported technical error for a software error is related to the returned control printed circuit board (pcb). No device logs were received to confirm this error. A visual inspection of the returned control pcb did not show any anomalies. After the returned control pcb was installed in the reference ventilator the o2 cell/sensor and flow transducer tests failed. During 3 days of simulated use test ventilation, the ventilator could only yield 21 % o2 concentration (the o2 concentration of the surrounding air) and alarms for low o2 concentration were raised. The reported technical error code for a software error was not confirmed during simulated use test ventilation. During electrical measurements it was found that an incorrect output from an integrated circuit disabled the o2 gas module. If this fault condition occurs during ventilation, ventilation will continue to run on air only and alarms for low o2 concentration will be generated. The conclusion in this matter is that a one-off electrical component failure on the control pcb precluded o2 gas delivery. What caused the component to fail could not be determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code for software error. There was no patient involvement. Manufacturer's ref #: (B)(4).